Manufacturer narrative:
Initial.

Event description:
It was reported that the patient used the ilet with frequent ¿less than¿ meal announcements, predominantly at breakfast and also at some lunch and dinner meals, which led to postprandial hyperglycemia with peak values of 281 mg/dl and 278 mg/dl. The agent reviewed device logs, educated the patient on proper meal announcements, and noted that the ilet¿s correction algorithm subsequently reduced elevated glucose levels. Symptoms included mild confusion associated with hyperglycemia. Outcomes included resolution of elevated blood glucose following automated corrections, with no alerts, alarms, or hospitalization. Investigation included log review and user education on correct meal sizing and device learning behavior. Investigation of this case revealed user-related improper meal size announcements that impeded device adaptation, resulting in postprandial glucose excursions, with no device malfunction noted. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use error.